Manufacturer narrative:
Additional product code: (B)(4). Additional 510k number: k123555. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported a tear in the inserted portion of the ng tube which was noted when the tube was removed.